Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the balloon did not offer sufficient pressure for full coaptation of the cuff. The balloon was explanted and replaced with one of higher pressure. There is no additional information reported.